Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the tpn infusion finished earlier than it should have. At approximately 0530, the writer responded that a large volume pump (lvp) module alarmed indicating air-in-line for the patients tpn infusion. The tpn bag was found completely empty with air present in the tubing. Although the ordered infusion was 3420 ml over 20 hours at 171ml/hr, the entire bag infused in about 11.5 hours (1802-0530), meaning the patient likely received more than the prescribed volume since tpn bags are typically overfilled. The lvp displayed a correctly programmed rate of 171ml/hr, and a review of pump data showed 907.62ml infused between 0007 and 0530 despite the bag being empty at 0530. The writer confirmed the pump settings with two additional rns, all of whom verified that the programmed rate and settings were correct. The patient was noted to be tachycardic with a heart rate in the 130s-140s, other vital signs remained stable from 0530-0700, otherwise handover provided to day rn was at 0700. The patient was noted to be asleep but occasionally moaning. The patient was noted to be hypoglycemic with blood glucose of 3.8. Per the biomed's findings: biomed received the pumps and consumables associated with the event and performed a full evaluation. They captured photos and reviewed the event and alarm logs, finding no obvious issues. The logs confirmed that the tpn infusion began on (B)(6) 2026 at 18:03:48 and the air-in-line alarm occurred on (B)(6) 2026 at 05:28:36-approximately 11.5 hours later, consistent with the users report. Biomed attempted to replicate the over-infusion using the same tpn bag, pump, and tubing but was unable to reproduce the issue, repeatedly encountering patient-side occlusion alarms. When tested with a standard infusion set instead of the provided consumables, the lvp ran normally without occlusion alarms and completed the infusion within the expected programmed time. Accuracy testing confirmed that the pump is delivering fluid correctly. No pump malfunction was identified.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the reported over infusion could not be confirmed or replicated, due to the suspect devices were not returned for this investigation. No suspect device was returned for this investigation; there before, external and internal inspection could not be performed. Laboratory testing could not be performed, the incident device was not received for this investigation. No error logs were received, then no error or malfunctions could be confirmed. The data set was not provided by the facility, therefore, both specific profile and medication information could not be determined in the log review. A review of the pcu event log prior to the reported event date identified an infusion occurring on (B)(6) 2026; which had been programmed on (B)(6) 2026; at 5:52 pm, with the following parameters: rate 171 ml/h and a volume to be infused (vtbi) of 3420 ml. The dose and vtbi were not changed over the following days. On (B)(6) 2026; at 6:03 pm the channel select key was pressed then key 14 (start) was pressed and a fluid rate exceeds limit soft guardrail dialog appears, the soft key 6 (yes) was selected to proceed. And the delay previously programmed was canceled by user. Infusion started with a primary volume infused (pvi) of 1480.75 ml, from previous infusion programmed. At 6:11 pm the infusion was paused capturing a pvi of 1501.35 ml. One minute later, the volume was cleared at 6:12 pm. At 6:56 pm the pump alarmed occluded fluid side. Then at 6:57 pm options key was pressed, clinician ID: (B)(4) was entered and soft key 13 was pressed. Restart key was pressed and infusion was restarted with a pvi of 123.686 ml. From 10:23 pm to 10:50 pm the pump alarmed occluded fluid side (three (3) times), options key was pressed, clinician ID: (B)(4) was entered and soft key 13 was pressed. Restart key was pressed and infusion was restarted with a pvi of 781.883 ml. On (B)(6) 2026 at 12:05 am, options key was pressed, clinician ID: (B)(4) was entered and soft key 13 was pressed. At 12:07 am the volume infused was cleared when last pvi recorded was 999.903 ml. At 12:20 am the options key was pressed, clinician ID: (B)(4) was entered and soft key 13 was pressed. From 12:34 am to 12:39 am the pump alarmed occluded fluid side, options key was pressed, clinician ID: (B)(4) was entered and soft key 13 was pressed- restart key was pressed and infusion was restarted (for two (2) minutes) the pump alarmed occluded fluid side again, options key was pressed and soft key 12 was pressed. Restart key was pressed. Infusion was restarted with a pvi of 83.757 ml. Between 5:28 am and 5:30 am pump alarmed air in line, options key was pressed, clinician ID: (B)(4) was entered and soft key 13 was pressed, door was closed. Restart key was pressed and the infusion restarted (for two (2) seconds) with a pvi of 907.62 ml, then pump alarmed air in line again. At 5:31 am channel select key pressed, soft key 11 was pressed and a fluid rate exceeds limit soft guardrail dialog appears, soft key 6 (yes) was selected to proceed. A delay of 30 minutes was programmed by user. Infusion remained on standby. At 5:35 am the channel select key pressed, options key was pressed, soft key 12 was pressed, soft key 11 was pressed, a fluid rate exceeds limit soft guardrail dialog appears and soft key 6 (yes) was selected to proceed. A delay was updated by user for 90 minutes. Infusion remained on standby. At 5:46 am the unit was channeled off with a final pvi of 907.62 ml. The bd alaris system with guardrails suite mx (v 12.3.1) states the following warnings related to over infusion: proper operation of the bd alaris system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Avoid the following conditions that can cause a faster flow than expected (over infusion): avoid positioning the pump module above the patient heart level. Avoid hanging the solution container higher than 21 inches above the top of the pump module. Avoid flow rates below 1 ml/h when room (environmental) temperature is from 30 degree c up to 40 degree c (86 degree f up to 104 degree f). Standard temperature range is 20 degree c + or - 2 degree c (68 degree f + or - 3.6 degree f). To prevent a potential uncontrolled flow (free-flow) condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the over infusion was unable to be determined only based on the log review. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the tpn infusion finished earlier than it should have. At approximately 0530, the writer responded that a large volume pump (lvp) module alarmed indicating airinline for the patients tpn infusion. The tpn bag was found completely empty with air present in the tubing. Although the ordered infusion was 3420 ml over 20 hours at 171ml/hr, the entire bag infused in about 11.5 hours (1802-0530), meaning the patient likely received more than the prescribed volume since tpn bags are typically overfilled. The lvp displayed a correctly programmed rate of 171ml/hr, and a review of pump data showed 907.62ml infused between 0007 and 0530 despite the bag being empty at 0530. The writer confirmed the pump settings with two additional rns, all of whom verified that the programmed rate and settings were correct. The patient was noted to be tachycardic with a heart rate in the 130s-140s, other vital signs remained stable from 0530-0700, otherwise handover provided to day rn was at 0700. The patient was noted to be asleep but occasionally moaning. The patient was noted to be hypoglycemic with blood glucose of 3.8. Per the biomed's findings: biomed received the pumps and consumables associated with the event and performed a full evaluation. They captured photos and reviewed the event and alarm logs, finding no obvious issues. The logs confirmed that the tpn infusion began on (B)(6) 2026 at 18:03:48 and the airinline alarm occurred on (B)(6) 2026 at 05:28:36 approximately 11.5 hours later, consistent with the user's report. Biomed attempted to replicate the overinfusion using the same tpn bag, pump, and tubing but was unable to reproduce the issue, repeatedly encountering patient's side occlusion alarms. When tested with a standard infusion set instead of the provided consumables, the lvp ran normally without occlusion alarms and completed the infusion within the expected programmed time. Accuracy testing confirmed that the pump is delivering fluid correctly. No pump malfunction was identified.